Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs software lead engineer. The following information was located in the database concurrent with the reported event: ¿ on (B)(6) at 4:59 a.m., there was an episode of asystole. There was an associated alarm record in the database. Duration of the alarm condition was 38 seconds. ¿ on (B)(6) at 9:52 a.m., there was an episode of asystole. There was an associated alarm record in the database. Duration of the alarm condition was 42 seconds. Pause episodes greater that five seconds are identified as asystole. As the alarm conditions identified in the complaint had been appropriately classified and documented in the database and as these indicators operated according to specifications when tested by a spacelabs field service engineer, we know of no reason that audible and visual alarm indications would not have been present at the time of the complaint episode. However, there is no record of the user selectable alarm tone volume. This report is considered final and the issue closed.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 4:59 a.m. And 9:53 a.m., a telemetry central monitor model 91387-38 with receiver module model 90478 and transmitter model 90347-05 failed to alarm for pause episodes. No injury was reported as a result of this event.